Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no error was found. A technical support specialist dialed into the station no failed hardware icon. The system functioned as intended when the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the ICU back pyxis was frozen, tried to reboot it and also powered it off and on. It was giving errors from all drawers, and the towers were not recognizing the drawers on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.